Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular lead displayed loss of capture, impedance measurements greater than 2000 ohms and a decrease in r wave measurements. The lead remains implanted. The field representative reported that they will continue to follow the patient as the device was close to the replacement indicator. No adverse patient effects were reported.